Event description:
Medtronic received information that following the implant of a 25 mm carpentier-edwards bioprosthetic valve, the valve was explanted and replaced. Approximately 24 hours following the surgical replacement procedure, the patient ceased to breath. No further information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).